Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the coil was stretched and detached, and that the coil was detached. The annulus was found to be damaged. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and was unable to run. In order to determine the cause for the stall, destructive testing was performed in which the device was dismantled and the interior components were examined. During destructive testing, the turbine was found to be corroded, which is indicative of the presence of dried saline within the device.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 1.25mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the system stalled after the third ablation at 180,000 set speed and the burr got stuck in the lesion. The wire was inserted and pulled to release and the procedure was completed with another of the same device. No complications were reported, and there is no issue with the patient's condition after the procedure.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 1.25mm rotapro was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the system stalled after the third ablation at 180,000 set speed and the burr got stuck in the lesion. The wire was inserted and pulled to release and the procedure was completed with another of the same device. No complications were reported, and there is no issue with the patient's condition after the procedure.